Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for a 1 month follow-up appointment, and the CT demonstrated extensive narrowing in the right common iliac stent graft limb. The narrowing was in the area were the device was deployed using the crossover technique, which the physician believes led to the crushing of the right common iliac. The physician elected to place a bare metal stent in the iliac limb and the blood flow returned to normal. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.